Event description:
The following information was reported: doctor closed a 5f diagnostic procedure with a mynx ace. The patient tolerated the procedure, hemostasis was achieved with two minutes of pressure and without complication. The closure resulted in a pseudoaneurysm. Thrombin was injected to treat the pseudoaneurysm. The patient was not hospitalized. Procedure type: diagnostic peripheral stick location: medium sheath size: 5f vessel size: 6 mm.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation was not performed and the reported event could not be confirmed. Based on the information provided, the root cause of the reported event could not be determined. The review of the lhr (f1434404) indicated that the device lot met all established performance criteria prior to shipment. (B)(4).